Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly as well as failed battery test. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the battery cap or display screen had scratches. Customer stated that the insulin pump had failed battery test. Customer stated that they lost insulin pump settings during a battery change. Customer stated that the insulin had grinding noises during rewind. The device will not be returned for analysis.